Event description:
The customer reported a small amount of wash solution dripped from reagent probe a involving the unicel dxc 600 synchron system. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer was performing system daily maintenance when the leak was discovered. The customer verified the tubing connector was secured, but the fluid continued to leak. The customer then flushed the probe with bleach, but the fluid continued to leak. No erroneous patient results were generated. There was no patient impact associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a faulty reagent probe a/b assembly. The fse replaced the a/b assembly and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Probe assembly. In conclusion, a faulty reagent probe a/b assembly is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. Beckman coulter internal identifier for this report is (B)(4).